Event description:
It was reported prior to implant that an implantable cardioverter defibrillator (ICD) was inappropriately in backup operation. There was no patient involved.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to bus error. Functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. No other anomalies were found.